Event description:
It was reported that the battery charge of an insulin pump dropped by 80% in a short period, resulting in an unexpected shutdown earlier in the day. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Following the event, the customer was educated on resetting procedures, including the need to manually restart cgm sessions and reload the cartridge. Customer acknowledged the information and agreed to upload pump logs for further analysis.